Manufacturer narrative:
On (B)(4) 2013, galileo neo test well images were evaluated by immucor. Unexpected positive result test well appears visually positive. Immucor field service engineer visited customer site on (B)(4) 2013 to investigate problem. Determined that active wash pump for rinse station was not functional and therefore replaced that pump. The reader regions of interest were adjusted and all maintenance was then run successfully.

Event description:
A customer reported obtaining unexpected positive weak d result on galileo neo instrument.